Event description:
It was reported that during a laparoscopic appendectomy procedure, when the device was opened, the cartridge fell out of the device and into the patient's abdomen. The cartridge was retrieved from the patient. The device cut and stapled as intended. The case was completed with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.